Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The reported complaint involved the following medical device: primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined tubing, secure lock, 216 cm. One of the set's claves reportedly did not allow an unspecified cytotoxic medication to pass through. They had to disconnect and place the extension on another clave access point in order to successfully administer treatment to the patient. The connection was a clave port with a spiros from a pharmacy extension line, which were fully compatible. The cytostatic did not pass correctly, and the air chamber with the small ball at the end (of the device) ended up emptying. It was also reported that this has happened to them on previous occasions. There was no report of any human harm.